Event description:
Ous MDR - after an implantation period of about 31 months, oversensing on this lead was noted. Upon explant the insulation was found split bilaterally in the area of the medial clavicle as per physician's description. According to the physician the implant technique had contributed to the observed damage. No adverse patient side effects were reported. The details about the event are under analysis. This device was not returned because it could not be located at the hospital. There were no dates provided regarding implant, explant or the event.

Manufacturer narrative:
(B)(4) 2014 - added the event date, which was provided to us today. The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as a picture of the lead under complaint returned for analysis. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. At a next step, the received picture of the lead under complaint was analyzed and revealed an insulation damage as already confirmed by the physician. In summary, the clinical observation was confirmed. The review of the quality documents confirmed a regular device manufacturing.